Event description:
It was reported that (1) device was used during a gastric surgery. It was reported by the affiliate that the tim20 instrument was used. The surgeon reports that there was a difficulty using the device, because the clips were locking. There was no consequence to the pt.